Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was pneumo leak from the seal. The trocars were leaking even when the instrument was removed. The procedure was completed with the same trocars. No patient impact.

Manufacturer narrative:
(B)(4).